Manufacturer narrative:
Section a4: patient weight is unknown. B3: date of event is estimated.

Event description:
It was reported, patient experienced ineffective coverage of therapy, since both leads had migrated. As such, surgical intervention is pending to address the issue.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the entire system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.